Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, during the removal of the cage whether from bone growth or other factors the cage was fixed in situ well. Rotational force was added to the inserter by the surgeon to remove the cage before being offered the slap hammer/ removal tool. This lead to the tip of the inserter (prongs) breaking of in the intervertebral body disc space. After explantation one 'prong' was recovered and after fluoroscopy the remaining 'prong' was outside of the surgical field. Under the laminia and was deemed as low risk and would involve unnecessary surgery to recover. Item in questions 4-5mm x 1-2mm in size. As post-op complications the fragment of the prong has migrated to the patients neck and via assumed intra-dural movement. It was reported that MRI cannot be obtained for existing conditions. Cage was removed at the time and patient revised.